Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterus perforation'), intestinal perforation ('perforation (other) please describe and state the location of the perforation: bowel') and bladder perforation ('perforation (other) please describe and state the location of the perforation: bladder') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), intestinal perforation (seriousness criterion medically significant), bladder perforation (seriousness criterion medically significant), pelvic pain ("chronic pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse), psychological trauma ("psych injury"), headache ("headaches"), nausea ("nausea"), libido decreased ("hormonal changes describe: low libido") and migraine ("migraines / headaches"). Essure (ess205) treatment was not changed. At the time of the report, the uterine perforation, intestinal perforation, bladder perforation, pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, psychological trauma, headache, nausea, libido decreased and migraine outcome was unknown. The reporter considered abdominal pain, bladder perforation, dysmenorrhoea, dyspareunia, headache, intestinal perforation, libido decreased, migraine, nausea, pelvic pain, psychological trauma and uterine perforation to be related to essure (ess205). The reporter commented: patient received treatment for pelvic pain, abdominal pain, dysmenorrhea (cramping) and dyspareunia (painful sexual intercourse). Discrepancy noted in date of insertion (B)(6) 2007 and 2005. Patient undergo for essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2007: essure confirmation test(s) (unspecified) not provided. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: plaintiff fact sheet received. Events added from pfs- hormonal changes describe: low libido, migraines / headaches, perforation (other) -bowel/bladder. Reporter information were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterus perforation') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), pelvic pain ("chronic pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), psychological trauma ("psych injury"), headache ("headaches") and nausea ("nausea"). Essure (ess205) treatment was not changed. At the time of the report, the uterine perforation, pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, psychological trauma, headache and nausea outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, headache, nausea, pelvic pain, psychological trauma and uterine perforation to be related to essure (ess205). The reporter commented: patient received treatment for pelvic pain, abdominal pain, dysmenorrhea (cramping) and dyspareunia (painful sexual intercourse). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2007: essure confirmation test(s) (unspecified) not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received. Date of implant updated. This case become incident. Event injury was updated to chronic pelvic pain. Following events were added: uterus perforation, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), abdominal pain, psych injury, headaches and nausea. Reporter information updated. Lab data was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.